Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/30/2024, it was reported by a sales representative via sems-06554108 that an ar-3638dhc-2 disposables kits knotless hip fibertak drill broke. This occurred during a case on (B)(6) 2024 where the fragment became embedded in the bone and had to be dug out. This added 30 minutes to the case and they had to redo the anchor.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.